Event description:
Boston scientific received information that health care professional (hcp) was unable to interrogate this implantable cardioverter defibrillator (ICD) device and was questioning if it could be passed end of life (eol). Boston scientific technical services (ts) agreed that it was most likely beyond eol to the point of not being able to interrogate. The device was explanted with no allegation. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. [This device was manufactured prior to the manufacturing changes].

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.